Event description:
In jan 2004, k.m.I. Was notified of the explant of a 12mm subtalar m.b.a. Performed in 2004 to address pain reported by the pt. The explanted device was forwarded to k.m.I. For evaluation.